Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f211 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f211 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak (photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a photoactivation module leak and an alarm #8: blood leak (photoactivation chamber) alarm. The customer stated that during the photoactivation phase of the treatment, they heard a "clash noise" and then the alarm #8: blood leak (photoactivation chamber) alarm occurred. The customer reported that a leak was seen at the photoactivation module. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and was not impacted by the incident. The customer stated that they did not know what caused the "clash noise." The kit was not returned for investigation.